Event description:
Attempted to switch patient from continuous positive airway pressure/pressure support ventilation (CPAP/psv) on the avea to pressure controllled/pressure support (pc/ps/s). Once in the mode screen it froze, and would not allow the change. The ventilator was turned off 3 times to reboot, and was frozen in the intial set-up screen. During this time, the patient was bagged and then extubated to a nasal cannula. Unit turned on and went through extended self test (est) ok. All buttons performed as designed. Performed ovt. All tests were within parameters. Ran unit for 8 hours while changing modes and patient types. No faults found.error log showed 2 alarms. Pneumatics module ftc and improper power-down. Contacted carefusion. Tech support said that these errors did not indicate any particular problems. Tech support recommendation was that the problem was probably in the uim: uim = user interface module (display, microprocessor, associated software). We could either monitor the unit for another occurrence of the problem or replace the uim with an upgraded unit.ran unit periodically for 2 weeks. Unable to duplicate problem. Returning to service.